Event description:
Event description guidant received information that during an attempted implant, the physician was unable to obtain acceptable pacing and sensing measurements with this implantable transvenous coronary sinus lead. Another guidant cs lead was subsequently implanted with acceptable pacing and sensing measurements.